Event description:
The customer reported that the screen (monitor) would not come on and the adjustment buttons are flashing in random order. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.